Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel of the forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.